Event description:
Physician used mesh to "tack up" bladder and rectum during hysterectomy. Twenty three months later, had cystoscopy and discovered mesh is eroding bladder. Had laser surgery to dissolve mesh in bladder and 3 month check up, noted mesh is between bladder and vaginal wall. Urologist recommended seeing a urogynecologist that specializes in repair of this type of issue for further surgery.